Event description:
It was reported that the patient experienced a hemorrhage, hematuria and a drop in systolic blood pressure, requiring additional interventions. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure on the kidney. There were no device malfunctions; however, a hemorrhage developed during the procedure. The amount of hemorrhage in the abdomen was not immediately concerning. After the procedure, there was gross hematuria as well as a transient drop in systolic blood pressure. Hemoglobin was measured, and there was no significant drop. The patient was brought to the recovery room for attentive monitoring where they experienced another systolic blood pressure drop. An active bleed was suspected so the patient was brought to the interventional radiology suite for an urgent embolization. Angiograms were performed but no obvious extravasation was noted. The procedure was concluded, and the patient was returned to the recovery room. Their vital signs were stable following this. A computerized tomography (CT) scan was performed in the afternoon to assess the hemorrhage. There were blood clots in the bladder on the CT and there were clots in the patient's collection bag, so urology was consulted. They initiated continuous bladder irrigation to clear the clots. It was surmised that there was bleeding into the collecting system during the procedure which explains the relatively small appearing hemorrhage in the abdomen and the large amount of hematuria. As of the following morning, the patient was doing well and was expected to be discharged later that day.